Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hematoma is listed in the perclose prostyle instructions for use as a known adverse event associated with use of suture mediated closure devices. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: uf/importer report # (B)(4).

Event description:
User facility medwatch report received states: "during closure of incision site, md was unable to deploy closure device & patient started bleeding. What was the original intended procedure? : heart cath". Additional information: it was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after diagnostic cardiac catheterization procedure, with a 6fr sheath. Reportedly, the access was done in a way that caused a serpentine type track entry in the vessel during the initial stick, and the prostyle needles were likely not able to engage related to this. Interventional radiology intervention (medication administered through a catheter) was used to achieve hemostasis. The patient developed a large groin hematoma and required a blood transfusion with intensive care monitoring. There was a reported clinically significant delay in the procedure or therapy. Hospitalization was prolonged. No additional information was provided.